Manufacturer narrative:
(B)(4). The device has not been returned. We have received x- rays , we are waiting up on hcp's judgement .

Event description:
It was reported that the patient underwent explantation surgery. Post-op, cervical disc prosthesis became dislodged from the disc space. Inferior implant migration over 3mm. The product came in contact with the patient. Additional surgery was performed as revision surgery to remove cervical disc prosthesis and fuse via acdf. The patient had complications as migration required explantation.

Manufacturer narrative:
Image review:- multiple c-arm lateral veiws are provided of c5-6 artificial disc replacement. Initial placement appears appropriate, however migration of the inferior cap is present on the 2 week x-ray and worsened at 3 months post-op. No ap views are provided. Contributing factors include proper sizing and placement of patient mobility at level implanted.